Manufacturer narrative:
Company representative troubleshot the problem and found that the display's power supply caused the system to power off and on and instructed the customer to replace the system's power supply.

Event description:
Customer reported the panorama central station had a blank screen, causing loss of telemetry monitoring. No pt injury was reported.